Event description:
It was reported that the patient underwent pelvic surgery in 2005. The mesh had been put in place and the procedure had been completed. A check of the anus revealed that there was some mesh exposed in the rectum. This was believed to have been caused during the dissection phase of the procedure. The posterior mesh was removed and a suture repair was carried out, however the anterior mesh was left in place. The patient had been bowel prepped previous to surgery.